Manufacturer narrative:
This MDR is submitted to correct information previously reported in h1 (type of reportable event). Upon further review, the report type selected in the prior submission was determined to be incorrect. H1 has been updated accordingly to accurately reflect the appropriate reportable event category.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient's clinical state prior to initiation of support was identified as scai shock stage d. After pci and cp implant, pedal pulses could not be detected bilaterally. Upon hospital transfer, pedal pulses were present on the contralateral side to the impella, but absent on the cp side. Extremities were warmed and vasopressors titrated as tolerated. Possible pre-existing peripheral arterial disease (pad) was considered. Vascular consult was performed and pulses were eventually identified. Care was withdrawn and the patient expired. Peripheral arterial ischemia may result from access-site vascular compromise, underlying peripheral vascular disease, critical illness, and vasopressor use. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage d.

Manufacturer narrative:
Additional information was received. The pump was explanted. No ischemia was noted. The pump was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.